Manufacturer narrative:
The evaluation found bending section breakage showing a significant metal exposure causing perforation of the bending section cover- plus a major air leak resulting in fluid invasion and corrosion. Additionally, the angulations are below the specifications, the connector cover and case unit were found cracked, the boot protector unit was found cut, humidity was present inside the body control unit and inside the insertion unit too, furthermore, rust deposits were found beneath the air valve unit.this product was sold in april 2018. Previously, it had been returned for repair in (B)(6) 2021 for a loss of the image function requiring the exchange of the insertion part-unit. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The regional repair center (B)(4) was informed that a customer uretero-reno videoscope was returned for an inspection (unspecified issue). Upon inspection and testing, the device was observed to have bending section breakage showing significant metal exposure causing a perforation of the bending section cover. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that excess force was applied to the passive bending section and then the braid was damaged. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "·precautions : perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU. "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination." Olympus will continue to monitor the field performance of this device.